Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.